Manufacturer narrative:
H3: the solid state drive (ssd) [9736356] and computer (9735764) were returned to the manufacturer for analysis. The ssd and computer were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analyses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the ssd (lot no: s5j0nr0na08002) and the central processing unit (cpu, lot no: 1841c 00941) were replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to section a and b5. Hh6: additional f code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A patient was present but there was no patient impact. There was a 5 minute delay in order to reboot the system. The issue occurred pre-operatively to a cranial resection procedure. The use of the navigation system was continued and the procedure was completed despite the reported event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, product ID: 9735764, product ID: 9736356, a medtronic representative went to the site to test the equipment. Testing revealed that the issue was replicated on site with the surgeon. It was indicated that the central processing unit (cpu) and solid state drive (ssd) required replacement. H6: fdm b01, fdr c13, c10 fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A11201 was coded for the system freeze. A1301 was coded for the touchscreen not working. Multiple annex g codes were reported. G02008 corresponds to the concomitant product 9735737. G02007 corresponds to the concomitant p roduct 9735764. G0200702 corresponds to the concomitant product 9736356. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system was not working correctly. Sometimes it would "block." It was noted that this did not occur during the surgical intervention, but when the site was saving the information. When the patient was imported and they entered to planning, after a few seconds the system became frozen and the touchscreen did not work. The system needed to be rebooted. It was indicated that a patient was involved, but after the system was rebooted the surgery could continue.

Manufacturer narrative:
A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.